Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The patient described the irritation as red punctures. The patient has no known allergies. There was no alleged device malfunction contributing to the irritation. Patient was prescribed bepanthen cooling spray by a physician. Follow up indicated that the irritation improved.